Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support guided the caller to inspect the pump and clean the pneumatic tap area, where an o-ring was initially found. The caller was then assisted with filling a new cartridge and successfully completed the loading process with the new cartridge clicking into place on the pump.